Manufacturer narrative:
Citation: olds a et al. Suprasternal and left axillary transcatheter aortic valve replacement in morbidly obese patients. Ann thorac surg. 2018 dec;106(6): e325-e327. Doi: 10.1016/j.athoracsur.2018.05.095. Epub 2018 jul 15. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the suprasternal and left subclavian/axillary artery transcatheter aortic valve replacement techniques in morbidly obese patients. All data were collected from two centers between 2015 and 2017. The study population included 9 patients (mean age 69 years), 6 of which were implanted with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: post-operative permanent pacemaker implantation due to complete heart block (3 cases), and mild paravalvular leak (2 cases). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.